Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of phrenic nerve capture was noted when treating the right superior pulmonary vein (rspv). Phrenic activity had not returned by the end of the procedure. Because it is unclear if a phrenic nerve injury occurred this event is being reported as an MDR.